Event description:
The catheter broke while indwelling in the pt approximately 1mm below the nose of the molded junction.

Manufacturer narrative:
This is in response to the additional information requested: 1. Pleas explain how "normal use" mechanical stress described in your response is "excessive stress which causes device failure". The iso standards state that the od for the 1.9 first PICC catheter is .63mm which requires a 3 newton force. This is equivalent to .67lbs. Normal use may cause the catheter to exceed .67lbs, such as causing stress on the catheter during a dressing change, excess movement from the patient or using too much pressure when flushing the catheter.